Event description:
(B)(4). Was implanted with a medical device implant called essure on (B)(6) 2011. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started in (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure. Pregnancy/miscarriage, cramping, sharp/stabbing pelvic pain, uterine fibroid, loss of libido, bleeding/spotting after sex, dysmenorrhea, dyspareunia, metrorrhagia, polymenorrhea, vulvodynia, brain fog, metal sensitivity, metallic taste in mouth, severe swelling, weight issues. Worsened anxiety, depression, and ptsd. I have been seen by 5 doctors for pregnancy and symptoms. I currently still have the device still inside of me.